Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high capture threshold, which resulted in failure to capture. The rv lead was not used. The physician continued to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead with stylet inserted and a guide/funnel attached to the connector pin was returned in one piece. Electrical testing, visual inspection and x-ray examination were normal with no anomalies found except for the damage found consistent with procedural damage.